Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of a large volume infusor burst. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection noted a ruptured bladder. Microscopic examination revealed no signs of abnormality on either the interior or exterior surface of the bladder, stressmember, and plug. The reported condition was verified. The cause of the condition could not be determined. An ncr has been opened to address this issue. A batch review was conducted and revealed that a ruptured bladder was found during the manufacture of the lot. The lot was on hold and was subsequently released. However, there were no changes to specifications, test methods, process, equipment, or raw material made documented in the batch record that could have contributed to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.